Event description:
This pt had a bam with silicone gel breast implants in 1982 at another facility. She now wishes them removed due to health concerns. Gross exam: co's name is imprinted on the implants. The right implant exudes sticky, stringy, viscous material on gentle pressure through a pinhole fenestration on the lateral side. The same description applies to the left implant. The capsules on microscopic exam show fibrous connective tissue with nonspecific inflammatory changes.